Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The trend curves showed a slight decrease of pacing impedance from 550 ohms to 400 ohms between (B)(6) 2019 and (B)(6) 2019. In the same period the shock impedance fell from 80 ohms to 60 ohms with intermittent drop-off values of 25 ohms. Furthermore there were artifacts on the farfield channel as well as on the right ventricular channel leading to oversensing as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 13 months after the implantation, oversensing was detected on this lead. Furthermore, low shock impedance was observed. During the revision a lead damage was noted. The lead was capped and a new lead was implanted.